Manufacturer narrative:
Citation: guerrero m., et al. Prospective evaluation of tmvr for failed surgical annuloplasty rings: mitral trial valve-in-ring arm 1-year outcomes. Jacc cardiovasc interv. 2021 apr 26;14(8):846-858. Pmid: 33888230. Doi: 10.1016/j.jcin.2021.01.051. Earliest date of publish used for date of event. [Medtronic products referenced: cg future (PMA# k052860/k061127, product code: krh); simulus (PMA# k052899, product code: krh); duran ancore (PMA# k960356, product code: krh). Earliest approved product used for product code and PMA#.] No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a clinical trial to determine outcomes after trans-septal mitral valve-in-ring replacement (mvir) for failed annuloplasty rings/bands. All data were prospectively collected from thirteen medical centers between january 2016 and october 2017. The mvir arm of the study population included 30 patients (predominantly male, mean age 72 years). Seven of these patients had previously undergone surgical mitral valve replacement using medtronic cg future bands/rings, medtronic simulus semirigid rings and duran ancore rings (unique device identifier numbers not provided). Among all medtronic patients, adverse events included: failed surgical annuloplasty rings, leading to mitral stenosis/regurgitation which required mitral valve replacements. Based on the available information medtronic product was directly associated with the adverse events. No additional adverse patient effects or product performance issues were reported.